Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer it was stated that consumer experienced eye infection, had issue with cornea and a tear in the lens while it was inside the eye which led to a scratched cornea and red eyes. Additional information was received which showed that consumer went to the ophthalmologist for eye pain and redness and was diagnosed with a cornea ulcer in my right eye. The consumer was treated with two types of unspecified drops for a week and a half days, three visits to the doctor were made by the patient to ensure my recovery. Before I used my contact lenses, the doctor had an ophthalmologist examine them. I was required to wear contacts all day on the day of my visit. My right eye started to irritated with pain, and I felt like there might be something in it. Consumer found a scratch in right eye and lens was cracked when examined it and was treated with more drops for a few days, and the condition improved. The cornea ulcer was most likely due to a cracked lenses from wearing my contacts. Follow up information in the form of medical records was received which states that customer was treated with gentamycin 0.3% eye drops, one drop into right eyes four times daily, and moxifloxacin 0.5% eye drops, one drop into right eye every two hours while awake, according to follow-up information in the form of medical records. During the follow-up visit, the customer also complained of ongoing eye dryness, for which he was instructed to keep using drops. Corneal ulcer and other symptoms were alleviated by the use of eye drops; therefore, ecp suggested the customer to stop using the eye drops, visit an optometrist to confirm his eligibility to wear contacts, and return for another eye examination after a month. The current status of the consumer¿s eye is symptoms resolved at the time of this report; additional information has been requested but not yet received.